Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for right ventricular lead revision procedure. Upon interrogation, it was revealed that the right ventricular lead capture threshold was unstable depending on how the patient was positioned. Also, the patient noted that they had not fell well and had periods of feeling light headed and dizzy. Fluoroscopy noted that the right ventricular lead was dislodged . During the revision procedure, the physician attempted to re-position the lead, but was unsuccessful. The right ventricular lead was explanted and replaced. The patient was stable before, during, and post procedure.